Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the ems instruments would not fire after 6 firings (no clips would appear). Another instrument was used to complete the case. There was no consequence to the pt.